Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the severely tortuous and heavily calcified circumflex artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, the stent was dislodged from the delivery system. The stent was located in the vessel and was subsequently crushed and secured by a new stent. The procedure was completed and no patient complications nor injuries were reported. The patient was discharged.